Event description:
Baxter affiliate reported 1 incident of "one of the two occluder feet in the miniset transfer set broke" during patient use. Per affiliate, patient was treated prophylactically with gentamicin (dosage unknown) and no patient injury was associated with this incident.